Manufacturer narrative:
A svc visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain add'l info with no response to date. (B)(4).

Event description:
A surgeon reported that a pt experienced a burn around the incision during surgery. During procedure, the surgeon was not able to use the automated pole and it had to be used manually to end the surgery. No system message was displayed neither was noted in the event log. The pole was used in a manually mode and controlled on the screen, but did not change in the different changing of modes. Pt's outcome is unk. The surgeon did not know if the automated pole was working before the beginning of the surgery. Attempts have been made to obtain add'l info with no response to date.